Event description:
It was reported that during a coronary intervention procedure, the blade lifted from the balloon. The lesion being treated was located in an atrioventricular graft. The physician advanced the 8.00/2.0cm/90cm cutting balloon to the lesion and completed treatment. When the device was removed from the pt, the physician observed that the blade had pulled away from the balloon. There were no pt complications. Pt status is reported as "fine".

Manufacturer narrative:
(B)(6). (B)(4).